Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 327 mg/dl. The customer was treated with insulin pump. The customer was admitted to the hospital, had urinary truck infection and was so sick she could not eat and her blood glucose was 600 mg/dl. The customer was in the intensive care unit for 4 or 5 days with insulin drip. Customer was not wearing the pump at the time of hospitalization. After the troubleshooting was done, customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider. The customer stated that she is having some issues with blood pressure and is on blood pressure medications. Customer will monitor pump. The customer will call back to perform high pressure test once it is time to change her infusion set.